Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 44 mg/dl while wearing the pod. The patient reports after delivering a correction dose of .25units of insulin and applied a new pod. The patient reports within minutes of applying a new pod it had expired prematurely. The patient reports they had a seizure. The patient was taken by ambulance to the hospital. The patient reports they had gone to the hospital and is currently receiving treatment.